Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate 3 lvas, serial number (B)(4). (B)(4) was returned assembled with the pump cable severed approximately 10¿ from the pump housing. The pump cable had been wrapped around the pump housing and secured to the cuff lock with a black suture. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. (B)(4) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(4), a tan, tissue-like deposition was observed occluding the eye of the rotor. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surface suggest that it likely did not form within the pump; however, the specific origin of the deposition could not be conclusively determined through this evaluation. Additionally, a specific cause for the observed thrombus formation, as well as a duration of time for which it was present in the pump could not be conclusively determined. Further inspection of the pump¿s blood contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received a transplant on (B)(6) 2018. No further information was reported. The investigation of the returned device confirmed a thrombus formation within the pump.